Manufacturer narrative:
The initial complaint did not indicate that an MDR would be required. However, the consumer stated in the cir received on 05/28/2020 that medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 06/16/2020 retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
On the initial report on 05/06/2020 consumer informed that he had a rash after using the bandages. On the completed customer information request (cir) received on 05/28/2020 consumer stated that he sought medical attention and that the issue was with the tape area.